Event description:
The customer reported a communication error during an infusion. A patient that was being transferred from surgery post open heart surgery was in transit to ICU. During the transfer, the pump modules stopped infusing causing a 30 minute delay in treatment. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 05/07/2014. (B)(4). The customer declined an event log review and product evaluation. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.